Manufacturer narrative:
(B)(4). The review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown gynecological procedure on (B)(6) 2010 and the mesh was implanted. Since 2011 incontinence has worsened and the patient experienced repeated infections. As per patient, the device caused pain, inability to work and lowered immunity. The patient was referred to psychiatrists for evaluation. The patient lost some hair, teeth, nail health, gained weight excessively, suffered depression and became bed ridden for over two years. The patient experienced multiple uti¿s and other infections/viruses repeatedly. The patient was diagnosed fibromyalgia, severe depression, diverticulitis, acid reflux, dry eye, allergies, repeated chest and stomach infections and brain fog. The patient cannot walk very far, sit or stand for more than ten minutes at a time without pain or breathlessness. As the patient stated, this condition just keeps worsening. It was also reported that the mesh was explanted on (B)(6) 2017. No further information is available.